Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that the patient presented poor range of motion on the right knee. It was also indicated that the patella femoral joint looked over-stuffed. Patella was resected. Adhesions were removed and lateral release was performed. There wasn't a failure of the instruments. The tibial insert and patella poly were exchanged. During the case there were no instruments broken. Doi: (B)(6) 2017; dor: (B)(6) 2018; right knee. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.